Event description:
The customer reported that the "needle never shot the cannula out". Despite this, the pod proceeded to be worn; during a nine hour period, high bg levels were experienced (306-414 mg/dl). The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.